Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that the audio bolus button is unresponsive. The bolus button cover was found to be intact with no physical damage observed. Investigation also revealed a distorted display screen. The display screen malfunction is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The pump was returned for investigation. Investigation revealed an unresponsive audio bolus button. This report is made based on results of investigation completed on (B)(6) 2011.